Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not conclusively be established through this evaluation. The hmii lvas IFU lists renal failure, bleeding and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported through patient outcome that the patient was expired on (B)(6) 2019 due renal failure, gi bleed and sepsis. No further details were provided.